Event description:
It was reported that the customer passed away in (B)(6) 2014. Her blood glucose was unknown at the time of passing as was whether or not she was wearing her insulin pump. A woman named (B)(4) claimed that the deceased's son gave her the insulin pump, and inquired about assistance with learning how to work it. The pump was requested back from (B)(4) for analysis. An attempt was also made to contact the deceased's son to get an official report of his mother's passing. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.